Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture, prophylactic removal for fear of adverse event. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with two unspecified mentor textured devices suffered bilateral capsular contracture (grade unknown) postoperatively. In addition the patient desired bilateral removal of her implants for fear of possible adverse events occurring in the future. As a result, the patient had both devices explanted on an unknown date. Very little information is known about this event, and multiple follow ups for additional information have been sent without response. If additional information is received in the future, this file will be updated. This report is for one of the patient¿s two devices.